Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) on (B)(6) 2017 and unspecified bard/davol ventralight st (device #2) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st (device #1) and the ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."